Event description:
Caller reported that there was damage to the pump housing and usb, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller was instructed to use multiple daily injections as a backup therapy.